Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal elective replacement indicator (eri). There were no reported allegations made against the device's function or operation during the time implanted. Initial laboratory analysis indicates that this device does not meet longevity expectations per programmed parameters and therapy history. The device has been dispositioned for detailed laboratory analysis to determine root cause for the premature battery depletion.